Event description:
Ems personnel were attempting to externally pace a patient, condition unknown. It was reported that the operator could not increase the pacing current. A back-up device was used to continue treatment. The patient was not resuscitated; however, the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.